Manufacturer narrative:
Service rep confirmed symptom once during checkout. Symptom disappeared and could not be reproduced. System is operating as intended.

Event description:
Customer reported system intermittently fails to produce x-ray on first use of day. After reboot system works for rest of day.